Event description:
It was reported that during a prostate procedure error 213 occurred. The procedure was completed utilizing a "non-ams" laser. No injury to the patient and/or user was reported. Additional information was not reported.

Manufacturer narrative:
System analysis/service repair on november 29, 2016: it was determined that the error 213 was the result of a faulty lps. The lps was replaced. The system was tested and verified to meet manufacture's specifications. The replaced lps has not been returned for evaluation.